Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment of the programmer shutting down during interrogation. It was further noted that the power bay assembly latches were broken, display upper hinge plate was cracked, display lower hinge plate was missing hardware, system fan was noisy and intermittent and stylus tip was wobbly but functional. The lem board was reseated, reconfigured, reloaded and updated the software. Checks were then conducted and the programmer was able to interrogate with no errors. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all console and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down multiple times during interrogation of an implantable cardiac device on a patient and the user changed to a different programmer. No patient complications have been reported as a result of this event. The programmer was received into service and repair.